Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery snug/stuck in monitor) has been confirmed. As received, the battery pack was unable to power on a monitor or charge. The battery pca and cells were contaminated. The liquid contamination caused the battery cells to swell and caused the reported problem. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was unable to remove a battery pack from the monitor.